Event description:
App. 5-weeks post-operation in a routine visit, a broken distal tip of the nail was observed. Seven weeks later, it was decided to remove the nail. Nail was removed and replaced with another nail.